Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient order failed to communicate to the station. The technical support connected remotely and confirmed that patient order was current, and the customer stated that the issue had been resolved. The malfunction had been caused by changes in settings that affected which patients were available for lookup. The technical support specialist confirmed that the issue was resolved

Event description:
It was reported by the customer that a bd pyxis¿ es server had a patient order was not crossing to the station. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.